Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was inspected and analyzed. The allegations were confirmed basing on the observation of a twist in the lead body. The allegation of loss of capture was not confirmed basing on a passing continuity hipot, and visual inspected which showed no issues with conduction.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to lead dislodgement which was confirmed through chest xray. The patient was a twiddler. This rv lead was surgically explanted and was replaced with same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to lead dislodgement which was confirmed through chest xray. The patient was a twiddler. No asystole occurred as the patient had a junctional rate at 29 bpm. This rv lead was surgically explanted and was replaced with same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104. Upon receipt at our post market quality assurance laboratory, this lead was inspected and analyzed. The allegations were confirmed basing on the observation of a twist in the lead body. The allegation of loss of capture was not confirmed basing on a passing continuity hipot, and visual inspected which showed no issues with conduction.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to lead dislodgement which was confirmed through chest xray. The patient was a twiddler. This rv lead was surgically explanted and was replaced with same model. No additional adverse patient effects were reported.